Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventralex mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2006: patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per operative notes, ¿an incision was made into the supraumbilical midline position. The hernia sac was dissected out. A 6.4 cm ventralex mesh (device 1) was placed into the peritoneal cavity and secure it with sutures.¿ (B)(6) 2017: patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh (device 2). Per operative notes, ¿an infraumbilical curved incision was made around the umbilicus. The hernia sac was dissected out. A ventralex mesh (device 2) was placed into the umbilical region and secure it with sutures.¿ (B)(6) 2018: patient was diagnosed with small bowel obstruction; pain thereby underwent open repair with explant of ventralex mesh (device 2) and implant of synthetic mesh. Per operative notes, ¿a midline incision was made through the site where previous ventral hernia repair was done. Previously placed (device 2) mesh was encapsulated in the subcutaneous tissue and was dissected free from fascia. There was bowel obstruction which were taken down. A synthetic mesh was placed into the defect and closed with sutures.¿